Manufacturer narrative:
Analysis of the device software was performed. The results of the software analysis were inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following reprogramming from backup mode, the device was inappropriately pacing. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.